Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with condylar plate and screw construct on (B)(6) 2012. On an unknown post-operative date, patient was involved in a motor vehicle accident which caused the fracture to shift. Patient returned to the o.r. On (B)(6) 2012 and underwent revision surgery to rearrange the plate. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.